Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15683364, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection shortly after the implant procedure. Symptoms of pain, redness, and heat were noted. The physician believed that the infection was procedure related. The patient was placed on antibiotics and was explanted. The patient was reportedly doing well.